Event description:
Smith & nephew reported the surgeon introduced the disposable cannula, pushing the cannula into the shoulder joint. When the cannula was in place, he removed the guiding rod from the posterior portal and re-inserted the telescope to carry on with the procedure. It was then discovered that the tip portion of the disposable was broken. The arthroscopic bankart repair was delayed 30-minutes as a result. The surgeon was not able to find the missing pieces in the patient. He feels that it may have dropped onto the floor when retrieving the cannula from the pt's body. The pt did not have any adverse reactions nor did he have to have a 2nd surgery to remove foreign body and the pt is well.

Manufacturer narrative:
No product was returned for evaluation therefore, no determination could be made for the reported device failure.